Manufacturer narrative:
The g2 complex (641cx0306, lot c13527) will not be returned, therefore, the root cause of the resheathing difficulty and the coil damage cannot be determined. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product was not received for analysis, and without the product, the reported events could not be confirmed. Review of the lots revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaints. Therefore, no corrective actions will be taken at this time. (B)(4).

Manufacturer narrative:
The device was received for analysis.

Manufacturer narrative:
The first g2 complex fill coil 3x6 coil (641cf0306/c12700) was not able to re-sheath the coil so another 3g2 complex fill coil 3x6 coil (641cf0306/g2 complex fill coil 3x6 coil (641cf0306/c13527) was used, but that didn¿t fit the aneurysm so they wanted to change the shape of the catheter ,once they removed the coil while resheathing it was stuck in the resheathing tool and coil got damaged, as per the physician ¿there was some issue with the sheath and re-sheathing tool¿. The devices are available for analyses. The event was reported via phone, and the device that had the coil damage was lot c13527. All guidelines were followed during use of the device. The intended target site was the acom artery with a little torturous and superiorly pointing aneurysm. Very limited information was received. The unidentified microcatheter was not returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was further manipulated and/or inspected post-procedurally. Any trace evidence that may have been complaint related may have been altered or removed prior to being returned. As viewed with the unaided eye through the returned packaging, the coil was outside the sheath. The marker band, tip coil, and the resistive heating coil section has sections of severe buckling. The coil was also returned stretched and severed. The device positioning unit (dpu) with the attached coil was completely outside the sheath. The proximal coil section was stretched and severed. The stretch resistant suture was also severed. The fracture is ductile in nature requiring external force. No material defects were found. The distal section of the severed coil was also stretched. Located on the top proximal end of the resheathing tool in the open cutout section, the v notch has been severely fractured with the damaged edges elevated above the surface plane. The pull tab section of the introducer sheath has been severed at the locking mechanism and severed. No manufacturing defects were found. The exact circumstances that produced the positioning difficulty cannot be determined as no clarification of the event was received, however a possible contributing factor to both the positioning and the resheathing difficulty may have occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism caught the inside of the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also caught the v notches extended edges. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which may have caused the multiple sections of buckling of the dpu, caused the core wire to protrude outside the sheath, and may have caused a portion of the coil damage found. In this condition coil advancement into the aneurysm may have been difficult and the coil would not been able to have been resheathed. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re-sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as shown in figure 3¿¿ caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ while the evidence shows that with the core wire outside the sheath, the retraction movement to resheathe the coil may have caused the coil to have been severed due to the anchoring effect of the coil protruding through the skive, however the exact circumstances of the coil severing cannot be determined. In addition, without the return of the severed sheath and the microcatheter used in the procedure it cannot be determined if this component contributed to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Event description:
The first g2 complex fill coil 3x6 coil (641cf0306/c12700) was not able to resheath the coil so another 3g2 complex fill coil 3x6 coil (641cf0306/g2 complex fill coil 3x6 coil (641cf0306/c13527) was used, but that din't fit the aneurysm so they wanted to change the shape of the catheter ,once they removed the coil while resheathing it was stuck in the reshathing tool and coil got damaged, as per the dr there was some issue with the sheath and resheating tool. The devices are not available for analyses. The event was reported via phone, and the device that had the coil damage was lot c13527. All guidelines were followed during use of the device. The intended target site was the acom artery with a little torturous and superiorly pointing aneurysm.